Event description:
Info rec'd indicates the brake will set but does not hold.

Manufacturer narrative:
The technician isolated the issue to a worn brake block. He rebuilt the brake block assembly by replacing the bushings and bearings which repaired the bed.